Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 21 mg/dl. Customer was treated with intravenous sugar. Customer had vomiting and diarrhea. Customer was not using auto mode. The insulin pump will not be returned for analysis.